Event description:
On (B) (6) 2009, patient reported her blood glucose has been elevated all day. She stated she thought she had just eaten a big lunch. Patient reported her current blood glucose reading is 'hi'. She stated that earlier in the date, her blood glucose was 453 mg/dl and she took 6.4 units of insulin by bolus. Patient's normal blood glucose range is 50 mg/dl to 250 mg/dl. Patient reported she does not allow insulin to reach room temperature. She stated she does see an air bubble in the cartridge. Patient reported the air bubble is very large in size. Had her disconnect from the infusion site and complete a prime until it was out of the cartridge. Patient stated she always has air bubbles. Educated on how to properly fill the cartridge and provided tips on how to eliminate air bubbles. Patient reported she checked her blood glucose while on the call with a reading of 537 mg/dl. Patient stated her bolus calculator advised she deliver 1.4 units; however, she did not think she should. Reviewed history and she received the most recent bolus that was delivered just prior to the call. Patient stated she did "think there was blood on her infusion set this morning" but it is not there now. Advised she change her site out and reattach the tubing. Educated her on the proper time frame to change accessories. Advised if her levels continue to stay elevated, to call her physician. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call on (B) (6) 2010, patient reported she followed recommendations for her next cartridge change and did not have any air bubbles and her blood glucose levels have returned to normal.

Manufacturer narrative:
No product will be returned for evaluation.